Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the harmonic ace instrument was peeling off. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Correction: d4 lot/batch has been updated to reflect the appropriate instrument that underwent failure analysis. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The complaint regarding peeling of the tissue pad was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.